Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that this is the third time that we have experienced a break or non-compatibility of the shaver during the surgery the complaint device is not being returned, however a photo was provided. Upon visual inspection of the photo, it was observed that the device is in normal usage conditions no damages could be observed, however, the photo does not provide a view of the connector to determine the non compatibility root cause. Hands on analysis should provide the evidence necessary to provide a root cause. Given that part number was not provided, a manufacturing record evaluation (mre) review cannot be performed. If the part number becomes available, the mre review will be performed. According wit the visual inspection of the photo, this compliant cannot be confirmed. The photo is not showing the connector to verify any damage, and it is not providing enough evidence. A possible root cause can be attributed to the age of the device and heavy use, or can be related with an incorrect connection to the equipment, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the customer in brazil on (B)(6) 2021 that during an unknown procedure on an unknown date, it was observed that the a shaver handpiece device had incompatibility issues. Another like device was used to complete the procedure with an unspecified delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that there were no adverse patient consequences. Another like device was used to complete the procedure with an unspecified delay. The event description has been updated accordingly.

Manufacturer narrative:
This report is for an unknown shaver handpiece. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number are unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) on (B)(6) 2021 that during an unknown procedure on an unknown date, it was observed that the a shaver handpiece device had incompatibility issues. There were no adverse patient consequences reported. No additional information was provided.